Event description:
Noticed split where the heart is attached to the tubing. Powerpicc ft placed (B)(6) 2017 for use secondary to difficult IV access pt due to obesity, chronic medical issues, and multiple prior ivs. Pt to require medication with multiple pain meds, anti-emetics, benadryl as well as other meds and anticipation of requiring contrasted IV studies. Required IV meds every 4-6 hours for pain and nausea during entire admission to discharge. Pt had CT enterography with contrast (B)(6) 2017. Ercp (B)(6) 2017.